Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k70-25, that has a similar product distributed in the us, list number 06c06.

Event description:
The customer observed falsely elevated architect total psa (prostate specific antigen) results for a 73-year-old male patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2022, was 97.698, repeat was >100 ng/ml. The sample was then diluted 1:10 and the result was 74.656 ng/ml. The sample was repeated neat, and the result was >100, repeat, with a 1:10 dilution, was 73.194 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total psa results included a search for similar complaints, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, the historical performance of the reagent was evaluated and is performing similar to other reagents in the field confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect total psa assay, lot number 42378fn00, was identified. Section h4 - device mfg date updated from july 14, 2023 to july 27, 2022.